Manufacturer narrative:
Summary of evaluation: eval results indicated that the complaint could not be duplicated. It is believed that this event is not device related but is attributed to technique.

Event description:
The vials of monometer broke while being opened for mixing. There was no adverse consequence for the pt.